Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: netherlands. It was reported that during a surgical procedure the jaws fell into the abdomen between the intestines. The jaws were found by use of an x-ray. Damage to the patient was not severe, the patient underwent an x-ray and was under anesthesia for a period longer.

Manufacturer narrative:
Investigation: the investigation was carried out using a keyence vhx-5000 digital microscope. The analysis of the fracture pattern illustrated a forced fracture due to overload. The cracks at the flexure joint fixation are signs of too high leverage forces as well. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the breakage of the jaw is most likely caused be a too high leverage force. Corrective action: according to (B)(4) a CAPA is not necessary.